Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized on (B)(6) 2024 for several weeks due to ketoacidosis. There was no injection block and the tube was replaced also the set was replaced later but there were no problems with the cannula. During hospitalization, patient received intravenous drip as a corrective treatment. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.